Event description:
Device was shedding metal into wound. Facility reports they did see debris and irrigated the wound. There was no injury to the pt and the surgery was delayed only moments, if at all.

Manufacturer narrative:
Device eval: investigation determined that the guidance of the instrument is strongly worn out. This is an unequivocal indication of insufficient lubrication. If the device is not oiled, it will come to wear. Product was according to spec; product displays improper processing. MFR preventive and corrective measures are not required.